Event description:
A tightness test was performed. No air was detected in the system. A supplemental medwatch will be submitted if additional information becomes available. (B)(4). Reference MFR # 8010762-2015-00328.

Event description:
It was reported there was a pediatric quadrox oxygenator in use. The sorin pump failed, air was seen by the cannulaes. The circuit was clamped out. They then hand cranked the sorin pump on clamped circuit and air was seen in the oxygenator. Device was not replaced because it was not believed to be related to the problem. Customer does not believe the death was attributed to the oxygenator. (B)(4).